Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump unable to prime during prime test due to protruded drive support disk. No prime alarm noted. Insulin pump received with minor scratches display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The blood glucose reading was 115 mg/dl. The customer stated that the drive support cap was protruding. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.